Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt a buzzing/humming at the site of their device and throughout their body. In addition, they stated that "this has happened before" and the "lead came out as result". No additional information could be obtained through follow-up. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.